Manufacturer narrative:
The t:slim user guide states to never fill your tubing while your infusion set is connected to your body. Doing so can result in unintended delivery of insulin, which can result in serious injury or death. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing process, the customer had inadvertently connected the infusion set site to themselves. The customer was unsure as to how much insulin had been delivered. The customer's blood glucose (bg) level was 30 mg/dl and sugary drinks were consumed to address the bg level. The customer then monitored the bg level.